Event description:
On (B)(6) 2012, product analysis was completed on a generator that was explanted due to end of service. An end of service condition was confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was expected based on the battery life calculation. The current final test shows that the device met electrical specification requirements for output back-up capacitors at the time of manufacture. However, during product analysis it was identified that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. The out of specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event. After the r35 resistor was optimally reselected, the generator performed according to functional specifications. The manufacturing records were reviewed and it was confirmed that the device met all specifications prior to shipping.

Manufacturer narrative:
Analysis of labeling performed. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device met all specifications prior to shipping.